Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair in mid-late (B)(6) 2011 and mesh was used. The patient was readmitted in (B)(6) 2012 with complications. It is unclear if those complications were due to the repair or other circumstances. The patient expired between (B)(6) 2012 and (B)(6) 2012. The patient became septic and died from complications. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Additional narrative: the surgeon opines that there is no reason to suspect that the mesh malfunctioned and caused the patient's death.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00395. The same patient is represented in each medwatch.